Manufacturer narrative:
Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. The event of "encapsulated" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 2 ml of juvéderm® volbella¿ with lidocaine in the tear trough. Eight months later, filler was observed to have been "encapsulated". Hyaluronidase was administered on 2 months after onset, and it did not resolve the patient's symptoms.